Manufacturer narrative:
The impella device investigation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was observed that there was difficulty inserting the 14fr sheath due to the sheath having a crack in the sheath. When the pump was removed, a thrombus was found, which may have been part of the papillary muscle. The patient continued on support until the device was successfully weaned. No further information is available.

Manufacturer narrative:
Instructions for use: impella cp with smart assist system, section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation, section: impella cp with smart assist catheter insertion, section: axillary insertion of the impella cp with smart assist catheter, section: use of impella with transcatheter aortic valves, ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." G1 reporting contact email revised on manufacturer device report 1220648-2024-19792 in accordance with updated procedures. H6 medical device problem code 1248, component code 4742, and investigation findings (B)(4) was inadvertently omitted on the initial manufacturer device report number 1220648-2024-19792. H6 investigation conclusions 11 was erroneously entered on the initial manufacturer device report number 1220648-2024-19792. H10 instructions for use was inadvertently omitted on the initial manufacture device report number 1220648-2024-19792